Event description:
The following was reported to hamilton medical ag: pressure sensor assembly needs replaced. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: pressure sensor assembly needs replaced no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the self-test failed and the device alarmed with technical event 233003 and 233004 during pre-operational checks of the device. No patient involved. The event did not cause or contributed to a death or serious injury to a patient no log files were provided. The root cause of the event was determined to be a defective pressure sensor assembly. After replacing the pressure sensor assembly., the device was released back into use.

Event description:
The following was reported to hamilton medical ag: pressure sensor assembly needs replaced. No patient involvement.